Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, an episode of ventricular fibrillation, with inadequate therapy to return to sinus rhythm, was noted. The subsequent therapy was adequate. The patient will be monitored with optimization of pharmacological therapy. The patient was in stable condition.